Event description:
The user facility reported that the tip of the o.018 guidewire broke off in cbd during an exchange of equipment. The tip was left in the patient and was not able to be retrieved. Additional information was received on (B)(6) 2019. The patient was in stable condition and they were an outpatient. The wire tip was able to be located in the patient's cystic duct. Surgical intervention was reported to not be imminent. A biliary extraction balloon catheter was also used.